Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The connection tubing supplied with the wayne pneumothorax catheter kinked. The kink in the tubing occurred between the pneumothorax catheter and the suction system. The kink resulted in slow pleural drainage.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation on 26apr2022, the (B)(6) hospital (united states) informed cook of an issue with a wayne pneumothorax tray (rpn: c-utpty-1400-wayne-112497-imh; lot number: unknown). The customer stated the connection tubing supplied with the wayne pneumothorax kinked between the catheter and the suction system resulting in slow pleural drainage. The patient did not require any additional interventions. Reviews of documentation including the instructions for use (IFU), quality control procedures, and specifications of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: ¿instructions for use -attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the luer lock connection. -advance the catheter over the wire guide into the pleural cavity to the desired depth. Depth may be guided by the 2.5 cm markings on the catheter. The first mark begins 5 cm from the last sidehole. -remove the wire guide and catheter obturator. Attach catheter to connection tube with stopcock, and cook chest drain valve. Attach cook chest drain valve in direction indicated by arrow on valve. Note: chest drain valve may be obviated if catheter is to be connected to a water seal suction apparatus or similar mechanical suction device. Do not connect catheter directly to wall suction. -confirm catheter placement by valve movement and fluoroscopic or roentgenographic verification. All connections must be secure and airtight. Perform inspections of the catheter and connections regularly. -secure the catheter in position at the entry site by using a bio-occlusive dressing or suturing if desired. -the catheter and connection drain lines should be secured to the patient. Excessive tension on catheter connections (e.g., in instances of patient movement where the catheter is connected to a vacuum or drainage collection apparatus) may cause the catheter/hub separation or accidental catheter dislodgement. To help prevent this from occurring, it is recommended to do one or both of the following: a-secure the hub to the patient¿s skin by placing tape, suture, or a catheter securement device at the location shown in the illustration below. B-form a strain relief loop in the connecting tube, as shown in the illustration bellow, and secure the loop to patient¿s skin with tape. Suture, or catheter securement device. -to remove catheter, remove any catheter skin attachments. Have patient hold his/her breath in full aspiration. Quickly withdraw catheter and apply an occlusive dressing such as petrolatum-impregnated gauze. A slight resistance will be noted as the curve of the catheter straightens. How supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the dmr and product labeling IFU, there is no indication the complaint device was manufactured out of specification. Cook did not identify any nonconforming material in house or in the field. There is no suspected manufacturing deficiency. Based on the information provided, no product returned, and the results of the investigation, cook concluded the cause of event could not be established. It is possible that patient activity contributed to kinking of the connection tubing due to awkward placement of the device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.